Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("severe menstrual cramps") and complication of device removal ("fallopian tubes were completely removed because everything had grown together") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult to remove them: two and a half hour". The patient's medical history included weight gain in 2010 and twin pregnancy, delivered. In 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criterion medically significant), irritable bowel syndrome ("irritable bowel syndrome") with abdominal distension, loss of consciousness ("blackouts"), fatigue ("severe fatigue / can no longer get out of her words, so tired"), arthralgia ("severe pains in hips, joints and knees/ joint pain"), visual impairment ("poor vision, no longer dare to drive"), dyspareunia ("hardly possible to be intimate, because that hurt a lot"), loss of personal independence in daily activities ("impeded in her normal daily functioning"), nervous system disorder ("nickel from the feathers had spread through the body and affected the nervous system"), metal poisoning ("nickel from the feathers had spread through the body and affected the nervous system"), somnolence ("drowsiness"), dysstasia ("standing in the store (work) the whole day is no longer possible, decided to work less"), fibromyalgia ("fibromyalgia") and myalgia ("chronic pain in muscles and connective tissue"). The patient was treated with surgery (fallopian tubes were completely removed). Essure was removed. At the time of the report, the dysmenorrhoea, complication of device removal, irritable bowel syndrome, dyspareunia, loss of personal independence in daily activities, nervous system disorder, metal poisoning, fibromyalgia and myalgia outcome was unknown, the loss of consciousness, fatigue, visual impairment and somnolence had resolved and the arthralgia and dysstasia had not resolved. The reporter considered arthralgia, complication of device removal, dysmenorrhoea, dyspareunia, dysstasia, fatigue, fibromyalgia, irritable bowel syndrome, loss of consciousness, loss of personal independence in daily activities, metal poisoning, myalgia, nervous system disorder, somnolence and visual impairment to be related to essure. The reporter commented: until after two years of essure insertion she suddenly got complaints. Consumer's life has been over for seven years and she has been searching for medical reasons all the time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("severe menstrual cramps") and complication of device removal ("fallopian tubes were completely removed because everything had grown together") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult to remove them: two and a half hour". The patient's medical history included weight gain in 2010 and twin pregnancy, delivered. In 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criterion medically significant), irritable bowel syndrome ("irritable bowel syndrome") with abdominal distension, loss of consciousness ("blackouts"), fatigue ("severe fatigue /can no longer get out of her words, so tired"), arthralgia ("severe pains in hips, joints and knees/joint pain"), visual impairment ("poor vision, no longer dare to drive"), dyspareunia ("hardly possible to be intimate, because that hurt a lot"), loss of personal independence in daily activities ("impeded in her normal daily functioning"), nervous system injury ("nickel from the feathers had spread through the body and affected the nervous system"), metal poisoning ("nickel from the feathers had spread through the body and affected the nervous system"), somnolence ("drowsiness"), dysstasia ("standing in the store (work) the whole day is no longer possible, decided to work less"), fibromyalgia ("fibromyalgia") and myalgia ("chronic pain in muscles and connective tissue"). The patient was treated with surgery (fallopian tubes were completely removed). Essure was removed. At the time of the report, the dysmenorrhoea, complication of device removal, irritable bowel syndrome, dyspareunia, loss of personal independence in daily activities, nervous system injury, metal poisoning, fibromyalgia and myalgia outcome was unknown, the loss of consciousness, fatigue, visual impairment and somnolence had resolved and the arthralgia and dysstasia had not resolved. The reporter considered arthralgia, complication of device removal, dysmenorrhoea, dyspareunia, dysstasia, fatigue, fibromyalgia, irritable bowel syndrome, loss of consciousness, loss of personal independence in daily activities, metal poisoning, myalgia, nervous system injury, somnolence and visual impairment to be related to essure. The reporter commented: until after two years of essure insertion she suddenly got complaints. Consumer's life has been over for seven years and she has been searching for medical reasons all the time. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.